Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? Does the surgeon believe that the ethicon products involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products prolift, monocryl, prolene used in this procedure? (B)(4).

Event description:
Title: review of 250 consecutive cases of vaginal mesh surgery for genital organ prolapse. Authors: salil khandwala, md, facog, cheau williams, md, elizabeth rumschlag, md, jing dai, phd, chaandini jayachandran, ms. Citation: journal of gynecologic surgery. 2014; 30(3). Doi: 10.1089/gyn.2013.0056. The aim of this retrospective study was to assess the success and complications of vaginal mesh surgery performed in 250 successive cases. A total of 250 patients (age range: 64.40 to 11.26 years) underwent transvaginal mesh surgery for genital organ prolapse. Of which, 10 patients had anterior mesh surgeries, 69 patients had posterior mesh surgeries, and 171 patients had total mesh surgeries. This study reports on the use of a 50-50 prolift blend transvaginal mesh knitted with polypropylene (pp-pg). The monocryl suture is absorbed after 3 months, leaving a lower burden of mesh in the vagina. For total vaginal mesh procedures, the mesh was kept intact as one piece and taken around an intact 2¿3 cm apical bridge for post-hysterectomy vault prolapses. If the uterus was present, the mesh was cut into 2 pieces and the 2 halves were attached to the anterior and posterior aspect of the cervix, respectively. A permanent prolene 2-0 suture was used to anchor the mesh to the cervix. In all surgical groups, reported complications included recurrent urinary tract infection (n-5), voiding difficulty (n-7), stress urinary incontinence (n-1), urge urinary incontinence (n-1), mesh exposure (n-12) which required excision of the exposed mesh in 3 patients and other patients were managed expectantly, and recurrence of prolapse (n-13). It was concluded that transvaginal mesh surgery for pop is safe and effective, with few post-operative morbidities when performed by an experienced pelvic floor surgeon

Manufacturer narrative:
Date sent to FDA: 09/03/2019.